Event description:
Event description guidant received information that this lead was not implanted as the physician was dissatisfied with the fixed screw mechanism. However after the physician closed the pacemaker pocket, the patient expired. Guidant received additional information that an autopsy revealed the cause of death was due to hypercalemia and acidosis. A perforation was also suspected. The implant procedure was long due to the patient's hypercalemia and high threshold measurements.